Manufacturer narrative:
The endowrist 30 stapler instrument and white reload used during this event were not received for failure analysis investigations. The staple logs for this procedure were reviewed. The logs show the endowrist 30 stapler instrument was installed on the system 8 times and fired 5 white reloads. On installs 1, 3, and 4, clamping and firing were completed without error. On install 2, a white reload was installed, however no clamping or firing was attempted. On installs 5 and 7, the system failed to detect a valid reload, represented by 2 instances of a single error code in the system logs. In both cases, the instrument was re-installed and the user manually selected the white reload via the graphic user interface (gui) on the surgeon side console (ssc). On install 6, clamping and firing were completed without error. On install 8, the first two clamps were incomplete. The 3rd clamp was successful but was followed by a firing failure. System logs showed another error code representing the failure. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the endowrist 30 stapler instrument fired a white reload accessory and deployed malformed staples pass the staple line. This event occurred after the stapler experienced a partial fire when stapling the inferior pulmonary vein. The operating room team heard an unusual mechanical sound, like the stapler was not turning as expected. The stapler stopped and displayed an error message instructing the user to remove the stapler. The surgeon could not recall the specific error message but confirmed it was not a "tissue too thick" error. The blade was observed to be exposed, which the surgeon indicated was not a concern. However, half-formed staples were noted to extend beyond the cut line and were embedded in the vein. The surgeon carefully removed the staples without any bleeding. The portion of the vein that was stapled and cut was appropriately approximated with no holes or gaps. To finish the transection of the other portion of the vein, the surgeon used a sureform 45 stapler instrument with a vascular reload which fired successfully. The procedure was completed and there were no post-operative complications.